Event description:
A customer reported her blood glucose meter would not turn on when the button was pressed and when the test strip was inserted into the port. The customer additionally reported she experienced symptoms of dizziness, upset stomach, headache, and the paramedics were called. The customer was reportedly treated with an unknown intravenous medication and then transported to a hospital where she was diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted, if the meter is returned. See scanned page.